Event description:
Boston scientific received information that there was concern over a connection issue between the device and the left ventricular lead. It was noted that on the fluoroscopy image, it appeared that the lv lead terminal pin had pulled back from the header. When programmed lv ring to can, the lv lead exhibited low out of range impedance measurements of less than 200 ohms. When programmed lv tip to can the impedance measurement was 355 ohms and when programmed lv tip to rv the impedance measurement was 650 at implant and 494 two days post implant. Boston scientific technical services (ts) was consulted and suggested opening the pocket to check for a connection issue. The field representative noted that the physician has yet to make a decision regarding how to proceed. The field representative will continue to attempt to obtain additional information from the physician. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concernig this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician decided to continue to monitor the system as the lead functioned properly at current programming. No adverse patient effects were reported.